Event description:
It was reported that there was a thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the appendage, the pigtail was removed and there was no bleed back that was occurring. The physician pulled the sheath back into the atrium and still did not have bleed back. Finally, a large thrombus came out of the sheath and bleed back was achieved. The patient's activated clotting time (act) at the time was 191, but additional heparin had already been given. After clearing the clot the physician checked on echocardiogram to ensure there were no other thrombus present. After confirming there were no other thrombus the procedure was continued. The was advanced with a pigtail, and the wds was inserted. The closure device was successfully implanted in the laa of the patient. There were no other complications that occurred during the procedure and the patient was fine following these events. The patient has since been discharged from the hospital.